Event description:
It was reported that during an afib/afl ablation procedure on (B)(6) 2012, there was a perforation. The patient was stabilized and was admitted at the hospital overnight for observation and was released the next day. The catheter was disposed of. The biosense webster was noticed regarding this event on october 10, 2012, thus marking this date as the alert date for this report.

Manufacturer narrative:
The concomitant products: coolflow pump: model # m-5491-02, serial # (B)(4); stockert: model # m-5463-01, serial # (B)(4).